Manufacturer narrative:
Patient age, dob & weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices: therapy dates: (B)(6) 2017. Handle for protection sleeves (item 03.010.430, lot # unknown, quantity 1each) 12.0mm protection slv straight inner protection sleeve (item 03.010.435, lot # unknown, quantity 1 each). A piece of non-implant grade material has potentially been retained in the patient. Device history records review was conducted. The report indicates that the: DHR review for part # 03.010.437s, supplier lot # h275162 release to warehouse date: 28-mar-2017 expiration date: 28-feb-2019 manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a tibia fracture. Patient was implanted with one (1) tibia nail, two (2) distal locking screws, two (2) proximal locking screws and one (1) end cap. It was reported that a one centimeter triangle shaped fragment was torn and missing from the 12.0mm outer protection sleeve instrument. The fragment was observed after the nail had been implanted, subsequently as the surgeon was gliding out and removing the instruments from the patient¿s proximal tibia. The outer protection sleeve instruments inserts over the handle for the protection sleeve and the inner 12.0mm straight protection sleeve instrument. Additional images were taken. The fragment¿s location is unknown due to the rubber material used in manufacturing of the instrument. Material does not show up on images. Surgery was completed successfully with a 2-minute time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This complaint involves one (1) device. Concomitant devices: handle for protection sleeves (item 03.010.430, lot # unknown, quantity 1each) 12.0mm protection slv straight inner protection sleeve (item 03.010.435, lot # unknown, quantity 1 each). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Added concomitant device 12.0mm trocar (item 03.010.455, lot # unknown, quantity unknown).. Corrected data: (B)(4). Corrected report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 12.0mm trocar (item 03.010.455, lot # unknown, quantity unknown).